Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a delivery anomaly. The customer's blood glucose level was 62 mg/dl. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, missing reservoir tube o-ring and stained end cap sticker.